Manufacturer narrative:
Continuation of d10: 419578 lead implanted: (B)(6) 2012; dtma2d1 crtd implanted: 02-jun-2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted to the hospital and presented to the intensive care unit (ICU) in a syncope state, being monitored, and missing pacing respectively pauses were observed and documented.  It was noted that there were two brady events that were picked up on the ICU monitor.  It was noted that the right ventricular (rv) lead exhibited a loss of capture and a pace pause.  Reprogramming was done, and the cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted to the hospital and presented to the intensive care unit (ICU) in a syncope state, being monitored, and missing pacing respectively pauses were observed and documented. It was noted that there were two brady events that were picked up on the ICU monitor. It was noted that the right ventricular (rv) lead exhibited a loss of capture and a pace pause. Reprogramming was done, and the cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in use. No further patient complications have been reported as a result of this event. It was further reported that the rv lead output was reprogrammed to non-adaptive and the crt-d feature that automatically monitors pacing thresholds at periodic intervals was programmed off. The root cause of the loss of capture was unable to be determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.